Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced thirty infusion sets leaking from site around cannula within the last 3 months. All the infusion sets were in use for 2 days. The blood glucose level at the time of all events was 160 to 240 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1890804 - device 1 of 1. Patient city: (B)(6).